Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for eval. A complaint trend investigation was performed and no complaint or mfg trend was identified. The root cause could not be determined. (B)(4).

Event description:
A report of a "septic corneal ulcer" associated with contact lenses was received from an optician. The optician also noted that there was a lot of pollen in the air during this season in his city. Add'l info has been requested but not yet received.